Event description:
It was reported that the right ventricle (rv) and right atrial (ra) leads were found to have insulation erosion near the pin. This was found during the device change out procedure due to elective replacement indicator (eri). The leads were repaired with silicone sleeves and adhesive. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)